Event description:
It was reported to philips that the single shot imaging was unable to be performed with the wireless footswitch. Device was in clinical use during this issue occurrence. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.